Manufacturer narrative:
A photo analysis was conducted for this complaint. The photos showed that the upper bearing stop had moved along the shaft of the drive tube as it was pulled axially. The likely root cause of the reported leak is that the upper bearing stop delaminated and allowed the upper drive tube to twist and break. The upper drive tube twist is the site of the blood leak. Corrective actions have been implemented to address the potential root causes of drive tube delamination. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the therakos continuous improvement program. (B)(4).

Manufacturer narrative:
The system was used for treatment. A review of kit lot d122 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, since it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #7: blood leak? (Centrifuge chamber) and drive tube leak/break and no trends were detected. However, a corrective and preventive action has already been initiated for drive tube leak/break. Analysis of the photographs is still in progress at the time of this report. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
Customer reported an alarm # 7 blood leak? (Centrifuge chamber) and a leak in the drive tube at 1465 ml of whole blood processed. The treatment was aborted with no blood returned to the patient. The patient was reported as stable. The customer sent pictures for investigation. Customer has cleaned the centrifuge chamber and checked the leak sensor is not damaged.